Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The representative reported via e-mail that the insulin pump just suddenly shut off. The customer's blood glucose was unknown at the time of incident. The representative stated that the insulin pump did not turn on for a period of time. The insulin pump will not be returned for analysis.